Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on an aviva ii meter, compared to a ER meter, within 10 minutes: 244 mg/dl (aviva) and 106 mg/dl on ER meter. Then more than thirty minutes later, customer reportedly received the following results on an aviva ii meter, compared to a doctor's meter, within 10 minutes: 251 mg/dl (aviva) and 104 mg/dl on ER meter. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.